Manufacturer narrative:
During the product analysis it was observed that the main coil was returned. It was observed that the main coil was bent and stretched at the coil arm and primary coil section, also the arm coil was detached.

Event description:
Reportable based on device analysis completed on 24jun2024. It was reported that the coil was unable to advance in catheter and failed to separate. The target lesion was located in the splenic artery. An 8mm x 20cm interlock was used during embolization; however, during the procedure, the third and fourth coils could not be pushed normally despite multiple attempts. At the same time, continuous infusion of heparin saline was performed, and the coil was withdrawn and re-advanced, but the coil would not detach. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and the patient status was stable. However, returned device analysis revealed that the arm coil was detached.